Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose, including prolonged hyperglycemia throughout the day and episodes of hypoglycemia, in the period leading up to and prompting a factory reset and reconnection of the ilet pump; after the reset the user reported stable operation and the ability to resume insulin delivery. Symptoms included thirst and dizziness during hyperglycemia, and shakiness and feeling cold during hypoglycemia. Outcomes included on-device high/low alerts, self-treatment of lows with juice and glucose tablets, and correction of highs after reconnection to the pump; no outside assistance and no medical intervention were required. Investigation included customer support guidance, device reconnection, and user education on meal announcements and operation. Investigation of this case revealed that blood glucose fluctuations occurred prior to the reset with unclear precipitating cause, and that device function was restored after the factory reset and reconnection; no specific device component defect was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.